Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 5 months and 4 days after the dental implant was installed in intraoral region 28#, its non- osseointegration was observed. Moreover, 32n.cm of primary stability was achieved, the patient presented bone type ii and immediate implant was performed.